Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the helical blade would not pass through and was getting stuck. Upon examination it was noted that the blade was rubbing inside of nail and a flange was damaged. It was also reported that the instruments were realigned and new blade went in fine. There was a ten minute delay reported. Additional x-rays were taken due to delay in procedure. The procedure was successfully completed and the patient outcome was reported as fine. After this procedure, two more procedures were successfully completed with the same instrument set. This report is for an unknown trochanteric fixation nail. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown trochanteric fixation nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.